Event description:
It was reported that trio trauma primary surgery was performed on (B)(6)2015. Because bone healing was complete, the extraction surgery was planned on (B)(6) 2016. Before the extraction surgery, a screw breakage was found by CT images. The broken screw would probably be left in the bone.

Manufacturer narrative:
Method: risk assessment; result: the product was not returned and the lot number was not provide, therefore device inspection and DHR review could not be performed. The IFU states that implanted devices may fatigue as they are not meant to indefinitely withstand the normal loads of bone and are only meant to aid in support during fusion of the vertebrae. It was confirmed that the patient had fused prior to the fracture was identified, so the device had served its purpose. Conclusion: the most likely cause of the customer reported event is fatigue fracture due to prolonged implantation.

Event description:
It was reported that trio trauma primary surgery was performed on (B)(6) 2015. Because bone healing was complete, the extraction surgery was planned on (B)(6) 2016. Before the extraction surgery, a screw breakage was found by CT images. The broken screw would probably be left in the bone.